Event description:
It was reported that blood was collected in the bd vacutainer® sst¿ ii advance plus blood collection tube and placed on the analyzer, where issues were caused due to a bend in the tube not noticed until after use. The following information was provided by the initial reporter: "phlebotomist collected blood in an sst tube. The tube caused issues on the analyser as the tube had a slight bend to it. The tube may have been bent slightly due to the shrink wrap on the shelfpack, having shrunk so much it was bending the outer tubes, especially in the four corners of the shelf pack."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bend in sst tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to bend in sst tube was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for bend in sst tube with the incident lot was observed. Additionally, evaluation/testing of the retain samples was conducted and bend in sst tube was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood was collected in the bd vacutainer® sst¿ ii advance plus blood collection tube and placed on the analyzer, where issues were caused due to a bend in the tube not noticed until after use. The following information was provided by the initial reporter: "phlebotomist collected blood in an sst tube. The tube caused issues on the analyser as the tube had a slight bend to it. The tube may have been bent slightly due to the shrink wrap on the shelfpack, having shrunk so much it was bending the outer tubes, especially in the four corners of the shelf pack."